Event description:
During surgery, when the surgeon inserted the screw into the patient bone, the screw was broken. The part of broken screw remained in patient body.

Manufacturer narrative:
The investigation results showed that the bone screw was broken as a result of too high torsional forces in forced rupture mode during insertion. The chemical composition conforms to the specification. The fractured surface showed the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. No indications were found for any material or manufacturing related issue.